Event description:
A report was received that the patients ipg was starting to push out of the skin but it was noted that there was no skin breakage. The patient underwent a revision procedure wherein the ipg was repositioned.